Manufacturer narrative:
H3: the pump was returned and analysis found that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during. The 8578 catheter was explanted and no significant anomalies were found. Continuation of d10: product ID 8578 lot# n083970 serial# implanted: 2007-(B)(6) explanted: 2020-(B)(6) product type catheter product ID 8709 lot# serial# (B)(6) implanted: 2007(B)(6) explanted: 2020-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: n083970, implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 12-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (1,000 mcg/ml, 120 mcg/day) via an implantable pump for spastic cerebral palsy. It was the patient's pump was being replaced for expected end of life. Upon disconnecting the existing catheter from the pump, there was no retrograde flow of cerebrospinal fluid (csf) visualized from the proximal exposed end of the catheter. Upon removing the pump segment of existing catheter, retrograde csf flow was visualized and a new 8596sc pump segment was spliced onto the existing 8709 segment. A 0.4 cm segment was trimmed off the spinal segment of the existing 8709 to make a cleaner, straight cut for connecting. The neurosurgeon stated there was also csf collected in the pump pocket site when initially exposed. The infusion rate was restarted at 80 mcg/day post-op. Clinician rounds on (B)(6) 2020, stated that the patient exhibited no signs or symptoms of either overdose, withdrawal, or spasticity. The patient remained on infusion rate of 80 mcg/day and would be discharged back to a long term facility. The issue was resolved.